Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2022-00018.

Event description:
The patient was revised on (B)(6) 2022 for instability. Approximately 6 months after the last surgery. The surgeon explanted 1 humeral cup (36/9). The surgeon implanted 1 humeral spacer (9) and 1 humeral cup (36/9).